Event description:
The customer reported that following a neuro-radiological procedure, a vasoseal elite was deployed without difficulty. Post deployment, the pt showed signs of arterial occlusion and was taken to surgery. The pathology report reported that a gel-foam type clot was removed. No further complications were reported.